Event description:
It was reported that the insulin pump had an error alarm. Customer stated that the insulin pump was stored with a dead battery for an extended period of time. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.